Event description:
Device 1 of 2. Reference MFR report number 1627487-2013-00167. The patient ((B)(6)) was implanted with two percutaneous leads from different lots for right sided head and neck pain (off-label). It was reported surgical intervention was undertaken to disconnect one of the two existing leads and implant an additional lead above the right eye. This was done in an attempt to provide effective therapy coverage for the patient. The disconnected lead remains in-situ. Adequate stimulation was captured for the patient following the procedure. Additional programming will be conducted as needed to ensure optimal therapy relief.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.